Manufacturer narrative:
(B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) roller pump had stopped pumping. Perfusion turned off the system 1 then back on again and the unit started operating normally. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during a surgical procedure on (B)(6), the surgeon noticed that the cardioplegia pump was not delivering cardioplegia to the patient, and he notified the perfusionist that there was no delivery of cpg. To troubleshoot the issue, it is stated that the perfusionist first, inadvertently pressed the select button rather than the start/stop button on the local display of the cpg roller pump. The perfusionist then proceeded to turn off the entire aps1, and turn it back on to restart all pumps, and resume normal flow to the patient. Field service was able to download the event log from the aps1, and technical support proceeded to read the log data to understand and inform the customer of the events of the case. At 11:11:31, the set point of the rpms on the centrifugal pump were 1380 (customer changed from 1584), therefore, due to the configuration (when arterial pump is in coast connected device the cardioplegia pump stops) the cardioplegia pump stopped; this cardioplegia pump was linked to the events of the arterial centrifugal pump. The cardioplegia pump cannot be started unless the rpms are above 1500 (coast). As written in the aps1 operators manual (834186) - users actions may also generate some events such as decreasing the speed of a centrifugal pump to less than or equal to 1550 rpms which will generate a coast event and initiate a response (stopping of cardioplegia pump) in a connected device. A message that this has occurred will appear on the local display of the cardioplegia pump, and this message will remain on the local display for a short period of time after the event occurs. The perfusionist in the procedure changed the rpms (from 1584 to 1380) at 11:11:28, therefore the cpg pump stopped running at 11:11:31. At 11:11:31 arterial pump rpms were increased by perfusionist to 1446, but still in coast mode. At 11:13:22 the perfusionist cycled power off then back on, on the aps1 and full flow resumed at 11:16:36. The incident had the patient without flow for 3 minutes, but no harm was observed and the patient fully recovered. There was no blood loss.